Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 11 months from the primary surgery the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 october 2021: lot 185997: 60 items manufactured and released on 20-sept-2018. Expiration date: 2023-sep-09. No anomalies found related to the problem. To date, 36 items of the same lot have been sold without any similar reported event.